Manufacturer narrative:
The customer refused philips' service and alleged the device was back to normal. There was no device evaluation.

Event description:
It was reported to philips that the device prompts error. There was no patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.